Manufacturer narrative:
This report is being submitted as follow-up # 1 to provide new information revealed upon the return sample evaluation by the manufacturing facility. The initial reported malfunction that the tip of the wire broke during use with the penumbra indigo device was determined not to be correct. Return sample evaluation by the manufacturing facility revealed that the actual wire had no partial loss or damage. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 - UDI no. - not yet required for this product code. The actual device has not been received at the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and the shipping inspection record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported that the tip of the wire broke while using with the penumbra indigo device. Follow up communication with the user facility confirmed the following information: no patient injury; and it was reported that the patient is fine. Additional information was reported on 6/21/2016: "the indigo seemed to get stuck on the wire and they had to pull the wire out." The reporter also stated "the wire did not actually break but appeared frayed."